Event description:
During the follow-up visit on (B)(6) 2012, it was reported that the ventricular pacing impedance measured was >3000ohms, and there was capture failure during the pacing threshold test. The following details were provided by the physician: after implant procedure, the ventricular pacing threshold was 1.0 v at 0.4 ms, and the impedance measured was 653 ohms. During the follow-up visit on (B)(6) 2012, the v lead impedance increased to 1529 ohms, the v pacing threshold was 1.75 v at 1.0 ms, and the sensing was 4.8 mv. The patient was discharged from the hospital. During the follow-up visit on (B)(6) 2012, the v impedance was > 3000 ohms, and there capture failure during the pacing threshold test. During reintervention on the following day, the ventricular lead could be removed without loosening the set-screw, and there was blood within the header.

Manufacturer narrative:
(B)(4), 2012 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.